Event description:
It was reported that (1) 512sd was used during a laparoscopic procedure. It was reported by the rep that the customer stated this trocar "fell" apart during the case. No other detail. There was extended operating room time.